Manufacturer narrative:
The customer technical specialist (cts) provided phone troubleshooting and advised the customer to inspect the sample probe for damage, clogs, or bends. The customer confirmed the probable cause as a malfunctioning spiral mixing bar with coating peeling at the tip. The customer replaced the defective spiral mixing bar to resolve the reported issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a discrepancy in patient test results generated on their dxc 700 au clinical chemistry analyzer, (pn b86444 sn (B)(6)), specifically unexpected low or zero results observed during routine testing for total bilirubin (tbil) and micro total protein (m-tp). The discrepancy was identified during initial test runs and triggered further investigation before results release. Quality control (qc) was within specification prior to the event. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.